Event description:
The customer reported the system displayed a communication failure error message. The fse noted no communication between the generator and the workstation, and the system would not start up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, reloaded configuration files, and replaced a coin battery. The system operates as intended.